Event description:
It was reported that a 250 ml intravia container leaked from the seam around the injection port. This occurred either during or after filling and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. No defects were identified during visual inspection. Pressure testing was then performed, which identified an air leak. Functional testing was performed and the device failed. Initial evaluation confirmed the reported condition. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the root cause was not able to be determined, however defective material and inadequate end user management were identified as possible root causes of the leak. An internal complaint was generated to the supplier division of the manufacturing facility regarding the possible defective material. Should additional relevant information become available, a supplemental report will be submitted.